Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they noticed a big difference at first, with their implantable neurostimulator (ins), but now, in the last week, they had been getting up at night 4 to 5 times and they didn't have the control during the day. Sometimes, the stimulator really hurt, like a dull ache. The patient said it began the saturday prior to the report, (B)(6) 2016,when they went swimming. During the report, the patient was on program 2 at 3.6v and they could feel stimulation. The patient said they would follow up with their healthcare provider (hcp) on (B)(6) 2016, follow up from the hcp reported the patient was given new settings. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient. The mentioned the previously documented information and that their "device never really worked".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had continued to have symptoms, and was recently getting worse. They stated that they were getting up 4-6 times at night to go to the bathroom, and they didn¿t think that was normal. The patient noted that they had changed to program 1 and low setting, and had been keeping a diary and increasing stimulation. They were wondering about the programs, and general practices were reviewed with them. It was recommended that they follow up with their healthcare provider about their diary results, programming, possible changes, and next steps. The patient also reported that they had some adverse bowel in early (B)(6) 2017; their healthcare provider had put them on imodium and discussed their diet with them. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient and it was reported that their issue was resolved after they had called for instructions which was helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.